Event description:
Doctor reports 3 abutments that had to be replaced due to different issues: 1 abutment screw fractured inside the implant; broken fragment was removed from the implant. 1 abutment could not be adjusted properly and there wa sno problem with the implant. 1 abutment could not be screwed all the way down and that there was no problem with the implant itself. This report refers to fractured screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. E1: email address: unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D4: catalog number. D4: lot number, expiration date and unique identifier (UDI) number: updated to unknown. D10: concomitant medical products. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4. Device manufacture date: updated to unknown. H6: adverse event problem. H11: additional narrative.

Event description:
No further event information is available at the time of this report.